Event description:
Caller reported tandem mobi cartridge alarm with alarm 2 and alarm 26, followed by cartridge alarm 30, which was confirmed by cts. There was no adverse impact to the customer's blood glucose level. Customer successfully reloaded a new cartridge during the load process and resumed insulin therapy, resolving the issue.